Event description:
Boston scientific received information from the patient that the knob at the top of the pocket was very painful and later was infected. The patient was treated with antibiotics. No additional adverse patient effects were reported. All available information indicates that the product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.